Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that she lost consciousness, had a heart attack and low blood pressure. No blood glucose reading was reported for the event. The customer stated that she has not been on the insulin pump since the event and will continue with manual injections until she sees her endocrinologist. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.